Event description:
It was reported during pre-op, the clip came out sideways in the jaws of the device. The firing handle opens very slowly and was sticking. The device never came into contact with the patient. A second device was opened and used in the case with no further issues. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. No issues were found when opening the device. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws the clips were ejected. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.